Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax that required chest tube placement and hospitalization. The target nodule was 9 mm and located in the left upper lobe, on a fissure. The procedure was completed as planned with no delays. A post-procedure chest x-ray was reported as unremarkable, and the patient was stable with no immediate interventions required, so the patient was discharged home. Two days later, the patient presented to the hospital emergency department with symptoms including chest pain and was diagnosed with a pneumothorax, confirmed by chest x-ray and computed tomography (CT) scan. A chest tube was placed. The pneumothorax completely resolved, and the patient was discharged home asymptomatic after a two-day hospital stay. According to the physician, the pneumothorax was not ion-related and would likely have occurred with another biopsy modality. There were no allegations of device malfunction or device-related issues involving the ion system, instruments, or accessories.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. .